Manufacturer narrative:
The device was returned due to patient expired. The device was received with a battery level within the normal range of operation. The thermal and mechanical stress testing, longevity assessment and operation of the device were normal with no anomalies found.

Event description:
A patient's pacemaker was received. Return documentation indicated that the patient had deceased due to an unknown cause. No additional information was reported.